Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Global pharmacovigilance (gpv) sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2012. Customer reported that the facility has recently had several cases of minicaps that fell of patient's transfer sets. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a connection issue and she was not the nurse who initially called in the issue but was aware it. She was not sure if the issue was with the minicaps or the transfer set. She did not notice anything unusual with the transfer set or minicaps. She did have the transfer set from one of the patients who had the issue and a lot number, h11c31030. She did not have the minicaps available, but thought that the patient might. She provided the writer with the patient's name and phone number to see if they did have the minicaps or a lot number available. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.